Event description:
It was reported that the patient presented for follow-up in backup vvi mode. The pulse generator was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.